Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73j1600308 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were jamming successively during usage. There was no reported patient injury.

Manufacturer narrative:
(B)(4) the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 27 staples left in the cartridge indicating that at least 8 staples were fired by the end user. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "jamming" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that the staples were jamming successively during usage. There was no reported patient injury.